Event description:
It was reported that the patient observed the insulin cartridges were leaking. The patient was able to control his blood glucose levels and keep them in target ranges. The patient experienced no symptoms of high or low blood glucose levels and did not seek any medical attention. There was no adverse event associated with this issue.

Manufacturer narrative:
The cartridge was not returned to animas. Although the cartridge was not returned, there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge. Correction #: 2531779-02/25/11-001-r.